Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra aortic balloon pump(iabp), low vacuum alarm and a high drive pressure alarm and balloon did not fill. There was no harm or injury reported.

Manufacturer narrative:
Cs100 upgraded to cs300 updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - d10, g2, h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that drive manifold assembly (0104-00-0018) was defective and needed to be replaced.performed pm procedures per manufacturer specifications all test passed. Returned unit to customer. The failure analysis and testing dept. Received part number 0104-00-0018 drive manifold serial number (B)(6) with a reported unit failure of low vacuum alarm and high drive pressure alarm. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 drive manifold serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Booted the cs300 into clinical mode and after the self test was completed, the unit immediately alarmed low vacuum. The fat dept. Then booted the system into diagnostic mode and proceeded to run the k6, k6a k7, k8 leak test. The test could not be completed after the safety disk was plugged, indicating a large leak in the drive manifold. The fat dept. Was able to confirm the complaint of a low vacuum alarm. The drive manifold failed testing.